Event description:
Laser foot pedal failed. Rep present to troubleshoot. Procedure delayed 1 hour. Completed using alternative equipment. Patient was already under general anesthesia when laser was found to be nonfunctional.